Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited intermittent loss of capture and inappropriate mode switch. Programming changes were made. The patient was in stable condition.